Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2015 due to low blood glucose of 33 mg/dl. Customer was treated with IV. Troubleshooting was performed on insulin pump and it was found that it was working as designed. Customer requested for insulin pump to be replaced due to two incidents of low blood glucose where 911 calls were made.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.